Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an additional information from spinal pain. It was reported that the patient had an infection and an explant was scheduled. It was reported that the cause of the event was undetermined. Diagnostics/troubleshooting performed was unknown, but an explant was scheduled for (B)(6) 2018. The issue was not resolved at the time of the event. Surgical intervention has not yet occurred but is planned and scheduled for (B)(6) 2018. The patient is alive and without injury. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.